Event description:
It was reported that a patient presented with inappropriate defibrillation therapy caused by incorrect interpretation of signal. Corrective programming changes were made. No adverse patient consequences were reported.